Manufacturer narrative:
.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. The health care professional (hcp) had thought that ¿changing the battery versus surgery¿ would help but it did not work with helping the patient¿s neck pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.